Event description:
While in dialysis, after setting up and testing equipment, a leak was detected in centrifuge within first five minutes of treatment. Blood was noted in the interior of the machine. A crack in the tubing was also noted. The patient was then disconnected and unable to return blood (less than 100 cc blood loss). The patient's vital signs were stable and the patient did not verbalize any complaints. The cardia bct support line was contacted regarding the faulty tubing. The centrifuge was wiped down completely and dried. New tubing with same lot number was used to reset up and test the machine. Test passed and the patient's treatment was restarted and completed without further incident. The manager indicated that the process is very complex and the tubing can become caught in various areas of the machine, but that the rn involved was very experienced and was instructing others on the process when the leak occurred. They do not know how the tubing cracked (i.e. If it became stuck on something in the machine, etc).